Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: curved opening on the anterior side, creases fold and underweight. A visual and microscopic analysis were performed which identified striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.